Manufacturer narrative:
Explanation: there was no death associated with the event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. There is no indication at this time of any issue with the response buttons as they were used multiple times during the day of the event upon start-up of the device. Device manufacture date: monitor - 5/11/2015; belt - 1/15/2016.

Event description:
A us distributor contacted zoll to report that a french patient was experienced an appropriate treatment event consisting of two shocks on (B)(6) 2019. The patient was in the hospital at the time of treatment event. It was reported that the patient was found unconscious at the foot of her bed. It was reported that the patient's doctors started cardiac massage and then defibrillated the patient with an external defibrillator. Per review of the download data, the lifevest delivered an appropriate treatment at 17:41:05 while the patient was in ventricular tachycardia (vt) at 100 bpm. The post shock rhythm was asystole. At 17:45:06, the lifevest delivered a second appropriate treatment shock while the patient was in vt at 110 bpm with CPR artifact. The post shock rhythm was asystole with CPR artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 17:50:58, the patient received two non-lifevest defibrillations. The first was delivered while the patient was in vt at 170 bpm with motion artifact. The post shock rhythm was asystole transitioning to vt at 200 bpm. The second non-lifevest defibrillation was delivered while the patient was in vt at 200 bpm. The post shock rhythm was asystole with CPR artifact. A non-treatable rhythm flag was seen at 17:51:07. It was reported that the patient remained in the hospital, "was transferred to resuscitation with a life-threatening prognosis". It was also reported that the patient was intubated.